Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted quicker than expected, leading to pump shut down. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 304 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, however the battery issue could not be verified due to the malfunction alarm issue.